Event description:
It was reported that the patient had scrotal swelling and infection due to an abscess with drainage entire inflatable penile prosthesis (ipp) removed. A surgical procedure was performed to replace the system with a tactra malleable penile prosthesis. There were no patient complications.